Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: (operational problem): visual inspection of the returned product found the lens was torn in to two pieces with a piece torn off and missing. The lens was returned dry. (B)(4).

Event description:
The reporter indicated the patient had a removal of a cataract and a corneal transplant followed by an aq2015a silicone three piece lens -17.0 diopter being implanted in to the patient's eye, upon insertion the lens was noted to have a defect. The lens was removed from the patient's eye with no injury to the patient.

Manufacturer narrative:
Method: device history record review results: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).